Event description:
Attaching a sterile 25gx1.5inch needle to a 10 ml syringe where I just drew up 5ml each of lidocaine 1% and bupivacaine 0.5% for injection into a patient. When I attached the sterile needle the clear plastic cap covering the needle fell off onto the counter. I then removed the needle and attached a new sterile needle onto the bd 10 ml luer lock syringe. This is a known issue that was previously reported to supply and the vendor, and we were informed to document occurrences.